Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted due to out of range impedance measurements that were greater than 2500 ohms. The physician initially was concerned there was a loose set screw. During the revision procedure, the lead was damaged and subsequently removed. No additional adverse patient effects were observed.